Event description:
It was reported that the lead dislodged. Also noted was no capture, no sensing, and when the lead was removed the helix was out. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies. It was noted that there was blood in/on the helix/lobe mechanism.